Event description:
Report rec'd of the device not detecting air-in-line. During preventative maintenance testing by the user facility, the device reportedly did not alarm for air-in-line. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'al info was provided.